Event description:
Customer reports that he rec'd results of 191 mg/dl, 242 mg/dl, and 123 mg/dl on the same device within 10 mins. Customer reports that he took 1 mg of micronase based on result of 242 mg/dl. N oadverse event reported and no treatment rec'd. No qc's were used. Requested return of suspect device and replacement was sent.